Manufacturer narrative:
Additional information: the peritonitis was manifested by hazy peritoneal dialysis effluent. On the same day as peritonitis onset, the patient was hospitalized for the peritonitis and another indication. The following day, the patient began treatment for the peritonitis with vancomycin, 2 grams, intraperitoneally, for fifteen days. One week after being admitted, the patient was recovered from the peritonitis and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and an adapter which resulted in peritonitis. The disconnection was further described as the patient pulled the transfer set off of their adapter. The patient then used alcohol to clean the devices and reattached them. The patient was hospitalized for the event. Treatment details and the patient's recovery status were not reported. On an unknown date, the patient was retrained on proper aseptic technique. The patient was going to be transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
Evaluation codes were provided. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.